Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 gas module and in the air gas module were replaced and returned for further investigation. Both of the nozzles have a faulty bent feather spring, probably bent during the replacement. No simulated use testing could be performed. The review of the received device logs confirms the reported issue. We could trace back the reported problem to january 22, therefore the date of event was determined as (B)(6) 2021. If fault with a nozzle unit happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If present it will be noticed during pre-use check. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).